Manufacturer narrative:
E1 initial reporter email address is (B)(6). The cobas 5800 serial number was (B)(6). The investigation indicated no product-related issues were identified. The root cause is due to analytical variables associated with low-titer samples: limit of detection (lod) dynamics: a CT of 34.87 combined with a gray-zone elisa strongly suggests the sample has a very low-level hbv signal (e.g., early-stage infection, resolving infection, or occult hbv). This places the viral load directly on the sensitivity boundary where one nat assay may read it as negative while another detects a weak positive. Assay technology differences: discrepancies near the lod are common when comparing two different molecular platforms. Variations in target design, antibody usage, signal normalization, and cutoff algorithms mean that minor fluctuations at low signal levels may yield different qualitative outcomes. Low-level contamination: while less likely given the blood center setting, sporadic amplification artifacts or low-level contamination cannot be definitively ruled out for the single late-CT positive result.

Event description:
There was an allegation of a discrepant cobas® mpx (192t) result from the cobas 5800 analyzer for a single patient. The initial elisa test generated an inconclusive hbsag reading. The same sample generated an hbv-negative result on the cobas 5800. The same sample generated an hbv positive result on a non-roche device.